Event description:
Dr. Xxx case being performed and grace medical bojrab alto partial implant [ref: 675, lot: 98461, exp: 12/01/2028] when opened implant plastic case was open and implant was not able to be found, so a new implant was opened: grace medical bojrab alto partial implant [ref: 675, lot: 98461, exp: 12/01/2028]. When second implant was opened, the implant plastic case was open and implant was loose in the sterile packaging. Surgeon reviewed the implant and alerted staff that implant had a slight bend, there were no other implants available at that time so surgeon was able to use the slightly bent implant. Service coordinator was notified.